Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k013227.

Event description:
It was reported that the doctor attempt to place an implant in tooth site #10, but was unable to remove the impression post. The screw would keep turning, but would not disengage from the implant. He tried another implant and had the same issue. They were able to complete the procedure with a different implant.

Manufacturer narrative:
Impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual evaluation of the as returned product identified extensive signs of use. Functional testing to recreate the reported event; verified the implant and mouns disengaged as intended. No malfunction. No pre-existing condition noted, and no per form was provided. Bone density type is unknown. The reported devices were located on tooth # 10 (universal) and were used, placed and removed on the same day. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1254003). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1254003) for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (tsvb11). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, and functional testing devices malfunction did not occur and the reported event was non-verifiable as the exact details of event were unknown / non-verifiable.

Event description:
No further event information available at the time of this report.